Event description:
Additional information was received from the healthcare provider reporting that the patient was evaluated in the emergency department on (B)(6) 2025, and the deep brain stimulator (dbs) was interrogated and found to be within normal limits, as documented in the medical note. The patient was subsequently seen in clinic on (B)(6) 2025, where an open circuit was noted at contact 0. On (B)(6) 2025, a new open circuit >5k was detected at contact 3 not impacting therapy. The plan was monitoring only, with no immediate intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated they accidentally shocked themselves with a taser purchased for self-defense on sunday, and suspected this may have affected their implantable neurostimulator (ins), as their walking significantly worsened and their body felt unstable afterward. The patient said they had not been feeling right since the incident and had spoken with a manufacturer representative, who advised checking the ins, but could not see the patient until the following thursday. The patient contacted their managing healthcare provider¿s office but could not secure an appointment, and emergency transportation services were not available, despite living three hours away from their provider. Patient services reviewed that if the patient felt it was a medical emergency, they could go to the ER, though ER staff may need to page a local manufacturer representative for ins-related needs. The patient inquired about other dbs providers in their area, but the closest was in medford, or. The patient was redirected to their healthcare provider for further evaluation.